Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Out of the first 4 tuohy epidural kits that we had used for placement today, all 4 kits have at least one broken glass vials (either the normal saline or the lidocaine).

Event description:
Out of the first 4 tuohy epidural kits that we had used for placement today, all 4 kits have at least one broken glass vials (either the normal saline or the lidocaine).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the kit and ampules with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. If the sample becomes available at a later date a follow up report will be submitted with investigation results.